Event description:
It was reported that the patient experienced a bladder infection for which the patient was treated with a seven day course of antibiotics. The patient did not feel the stimulation, and had to use the bathroom "every five minutes." It was later reported that the patient's implantable neurostimulator was turned on, set on program 1, at 2.1 volts. The stimulation was, then, increased to 2.5 volts. The patient did not feel the stimulation at either setting. It was noted that no bladder infection was present at that time. The patient felt "nervous." It was later reported that the patient was given two types of antibiotics. There were no further details reported for the antibiotics' use. The device "on" icon was displayed with a setting of 2.5 volts on program 1. The patient did not want to increase the setting at that time. It was later reported that the patient experienced issues with overactive bladder and leakage, and an infection. The patient could not feel the stimulation when it was increased. It was later reported that the stimulation was increased to 3.9 volts, at which point the patient felt the stimulation. It was suggested that the patient's device may have been turned off. When the device was turned on, the patient felt the stimulation and received symptom control. Additional information was requested but not available as of the date of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).